Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID# 2134265-2017-00541 and 2134265-2017-00542. It was reported that balloon rupture and balloon detachment occurred and the patient died. The target lesion was located in the left anterior descending (lad) artery. After a 2.5 x 38 synergy stent and a 2.25 x 16 synergy stent were implanted to the target lesion, a 12 mm x 2.50 mm nc quantum apex balloon catheter was advanced to post dilate the implanted stents. Post dilation was performed nine times, the length of the stent were post dilated up and down. However, upon the ninth inflation at 30 atmospheres after 26 seconds, the balloon ruptured. The balloon catheter was removed and a 8 mm x 2.50 mm nc quantum apex balloon catheter was advanced but failed to cross the lesion. A 2.5 x 15 nc quantum apex balloon catheter was advanced but also failed to cross, and they tried a 2.5 x 20 apex balloon catheter but still failed to cross the lesion. The physician asked to check the balloons and it was noted that the previously ruptured 12 mm x 2.50 mm nc quantum apex balloon catheter was torn off when it ruptured and some of the material was missing, the physician felt it got hung up on a stent and was torn off. The patient went to surgery for a single bypass of the lad. The surgery went well and the patient was moved to the intensive care unit (ICU) where the patient did well. However, in the middle of the night the patient died.